Event description:
It was reported that during the procedure in the left circumflex artery, after deployment of the xience v 3.0x28 stent, the physician retracted the fully deflated balloon without resistance and a dissection occurred in the proximal segment. Another xience v 3.0x15 stent was deployed for treatment of the dissection. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is a known adverse event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.